Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached end of life (eol) and entered storage mode approximately six months ago. It was reported that the patient had been lost to follow up for several years. Additionally, a charge time out fault message was recorded. Available information indicates that this product remains implanted and in service and it was unknown if the patient wanted the device replaced. No adverse patient effects were reported.